Event description:
It was reported a patient's implantable cardioverter defibrillator presented with episodes of non-sustained right ventricular oversensing due to loss of capture. No changes were reported. There were no patient consequences.